Event description:
A faulty pump clamp on the alaris pump allowed cardizem medication to be administered at a faster rate than ordered at 5ml/hr and pump administered at a bolus rate. Pump was programmed correctly. Provider notified and patient required IV fluids, additional cardizem held, and increased monitoring with vs (vital signs) remaining stable.